Manufacturer narrative:
As allowed by exemption #e2013019, kulzer, llc (the importer) is reporting on behalf of kulzer, gmbh (the manufacturer). Although we have not established the device caused or contributed to the event, the incident will be reported to maintain compliance with 21 cfr 803 and out of an abundance of caution.

Event description:
Patient complains of vague allergy symptoms.